Manufacturer narrative:
The unit had minor scratched lcd window, broken battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that top of reservoir compartment had crack. The customer¿s blood glucose level was unknown. Customer called to report damage on pump. The customer was assisted with troubleshooting. Customer reports damage to the pump. Customer stated top of reservoir compartment had crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.